Event description:
A report was received that stated the pump alarmed "check clutch." No pt injury or adverse event was reported.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. During testing, a check clutch/plunger alarm was observed. Visual inspection of the internal components found the clutch halves were misaligned in an offset position, which caused the pump to not operate properly; therefore, the clutch halves were replaced. After repair, the device was found to pass all delivery, accuracy and functional tests.